Event description:
Back pressure in device caused device to break apart - spraying hot water and disrupting oxygen to the patient. Pop off device malfunction.======================manufacturer response for neptune conchatherm heated humidifier (per site reporter).======================report submitted - for rga number for return.